Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. The service records did identify that on a previous repair, the front speaker was replaced. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection of the returned pump found the tamper seals intact. A review of the pump event history log found no evidence of the reported problem in the history. Functional testing was performed using power up method. The reported problem was unable to be duplicated. The root cause of the problem could be determined as the complaint could not be confirmed. Actions were taken to mitigate the reported issue: as a preventive measure, the rear speaker was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had no audio. There was no patient, or clinician injury associated with these occurrences. This occurred during testing. No further details provided at this time.